Manufacturer narrative:
(B) (4): physio-control recommended the replacement of the device's main pcb; however, the customer declined repairs because of the cost and age of the unit. The device will be retired. Further root cause of the reported failure cannot be determined.

Event description:
During a contract inspection of the device, a physio-control field service rep observed that the device was out of tolerance and it would not recalibrate. There was no pt use associated with the reported event.